Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm had occurred. Blood glucose (bg) was over 600 mg/dl and ketone level was moderate. The customer was treated in the emergency room (ER) with intravenous insulin/fluids. The healthcare provider identified the ketone level as being dangerous, but not life threatening. After 5 hours, the customer left the ER with a bg of 170 mg/dl and felt better.